Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump malfunction, and it did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurred, which they acknowledged and understood.